Event description:
Pt was revised to address femoral and tibial loosening. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 16 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.